Manufacturer narrative:
Follow-up #1: date of submission 02/22/2016. Device evaluation: the device has been returned and evaluated by product analysis on 02/09/2016 with the following findings: the pump was manually suspended on 12/27/2015 at 00:59. A manual time change was made from 20:20 to 21:20. Insulin deliveries resumed at 12/28/2015 at 07:19. The pump was exercised for 24 hours with a 2.0unit/hour basal rate and at the end of testing, the basal history correctly showed 2.0unit and total daily dose showed 48.0 units. There were no delivery interruptions or other errors, alarms or warnings during testing. The daily insulin delivery totals correctly reflected the user¿s programmed basal rates and the pump passed delivery accuracy test and was found to be delivering within required range and delivering accurately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on (B)(6) 2015, the patient experienced a blood glucose of 900 mg/dl with diabetic ketoacidosis, nausea, symptoms of dehydration, vomiting, confusion and large ketones associated with an inaccurate delivery issue. Reportedly, the patient resumed the insulin pump and was treated in the emergency room with IV fluids. During troubleshooting with customer technical support, it was revealed that the basal delivery totals in the total daily dose did not match the active basal program total. This complaint is being reported because the patient allegedly experienced hyperglycemia because of an inaccurate delivery issue.